Event description:
It was reported that a patient underwent a revision total knee due to loose tibia, pain and instability.

Manufacturer narrative:
(B)(4). This follow-up is to relay additional information. The product analysis can't be performed as the product was not returned. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. No other complaint on medical: revision - pain - loosening - instability was recorded on the batch since ever, and 4 other complaints on medical: revision; pain; loosening; instability was recorded from (B)(6) 2018 to (B)(6) 2021. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Report source, health professional - event occurred in united states of america. List of associated products : item number : 96-0100 - item name : oval dome patella 3-peg - lot : d19072003. Item number : 96-0013 - item name : femoral cruciate retaining cemented size 3 right - lot : d19090535. Item number : 1581-30-000 - item name : tibial tray fixed bearing mod cocr - lot : 9285147. Item number : 1581-13-108 - item name : tibial insert fixed bearing curved - lot : 9299157. Item number : ar-1927bcf-3 - item name : suture anchor biocomposite corkscrew ft tripleplay vented - lot : 10319263. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that a patient underwent a revision total knee due to loose tibia, pain and instability.